Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed and no abnormality was observed. The thread like particle seen by the user could be the fine weld line on the cassette, which is acceptable. Functional tests, including a self test and priming, were performed with no abnormalities noted. A clear passage test and pressure tests were performed with no abnormality observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A nurse contacted baxter (B)(4) regarding particulate matter found within a cassette. The nurse stated that a thread-like particle was observed in the cassette. There was no patient involvement, no patient injury or medical intervention reported.